Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of errors on the cobas e 801 module and stopped operation of the instrument on (B)(6) 2018 at approximately 10:00 p.m. The customer reviewed multiple patient samples that had been run since 5:00 p.m. On (B)(6) 2018. The customer found a discrepant result for 1 patient sample tested for elecsys estradiol iii (estradiol iii). The initial result was 271 pmol/l. The repeat result was 160 pmol/l. The initial result had been reported outside of the laboratory. No adverse event occurred. The estradiol iii reagent lot number was 319820. The expiration date was not provided. The alarm trace showed an abnormal low signal alarm for the measuring cell on the day of the event. The field service engineer (fse) visited the customer site on (B)(6) 2018 and replaced the measuring cell. The fse also replaced the pinch tubing and the pinch tubing valve. The customer started operating the instrument again and there were no further issues after the service visit.